Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).

Event description:
During a literature review of the article tibial tunnel widening after bioresorbable poly-lactide calcium carbonate interference screw usage in acl reconstruction, it was confirmed that one patient is scheduled for revision surgery, due to graft failure.